Event description:
Customer reported that during antibody screen testing, the contents of the test tube splahsed in her mouth when she was placing the tube in the incubator. This report is in regard to the surgiscreen cells (lot 3ss412) in the test tube. Related MDR 2250051-2006-00153 is being reported as ortho antibody enhancement solution was also present in the tube at the time of the splash.